Event description:
Reporter alleged the customer had been obtaining discrepant back to back blood glucose comparisons on customer's compact plus system. Reporter stated the customer's system memory indicated comparisons of 179 mg/dl versus 92 mg/dl performed 4 minutes apart, 92 mg/dl versus 258 mg/dl performed 3 minutes apart, and 258 mg/dl versus 103 mg/dl performed 3 minutes apart. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.